Event description:
The report received indicated that during a planned intervention on a pt's superficial femoral artery (sfa), a regatta side-branch wire was inadvertently advanced through a hole in the cannula of an avanti+ csi. The tip of the wire became stuck in the hole and, upon withdrawal, the wire fractured leaving the distal tip (approx 5mm) in the pt's interstitial tissues. As reported, after the physician placed the sheath in the pt's femoral artery, he used the introducer cannula of a seldinger-type micro-puncture needle to advance the wire through the hub of the sheath; no guide catheter was being used. The introducer cannula punctured the wall of the avanti+ sheath, leading to the wire mis-placement and entrapment. The physician did not realize the wire tip had fractured until after the procedure. The procedure was completed normally with the same wire. Upon withdrawal of the sheath, the hole was identified and the physician then realized that the wire tip remained in the interstitial tissues. No negative effects to the pt have been reported.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date, the evaluation has not been completed. Add'l info will be submitted within 30 days upon receipt.